Event description:
It was reported that the stylet could not be inserted into the lead during the implant procedure. Lead was not implanted and was replaced. Patient¿s condition was stable.

Manufacturer narrative:
Final analysis found a restriction due dried blood/body tissue clogged in the inner coil at 24.3 cm from the connector pin. This is consistent with the observation from the field of stylet insertion failure.